Event description:
In last couple of weeks, they had four clients that tested their urine positive at home and when tested again at the facility, they got negative results. This all started since opening new lot. They never had problems/discrepancies before. Specimens tested at home were first morning urine. However, patients were tested at the facility in the afternoon and urine could be diluted. In 2007, there was another case recorded-patient tested positive at home, but negative result was obtained while using mckesson test. While using different test (quidel), positive result was obtained. One complaint has been recorded for all these incidents for one lot number.

Manufacturer narrative:
Retention and returned device testing performed. Returned 16 unused devices and 4 used devices from lot hcg7060089 and two vials of urine specimen (10miu/each vial). When running the returned urine specimen with returned devices and retention devices, the test results were negative with vial a and positive with vial b at 3 minute read time. Negative results were noted when testing known negative urine with the retention and return devices. The urine specimen vial a and b were quantified at a known reference laboratory. For vial a hcg level was 398miu/ml, and for vial b hcg level was >1000 miu/ml. For the 4 used devices, due to the time lapse between the test being used and our receipt of the test, it is impossible to perform an accurate evaluation. This complaint of false negative was confirmed when testing with vial a specimen. CAPA has been issued in response to this confirmed complaint.